Event description:
Customer stated that the insulin pump alarmed battery failed test. Customer is experiencing high blood glucose. The blood glucose reading is 352 mg/dl. Customer is hospitalized due to kidney transplant. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump received with operating currents withing specification. No failed battery test alarms noted. Unable to prime the insulin pump during the prime test due to faulty force sensor. The insulin pump received with cracked case at display window corners, display window, reservoir tube, reservoir tube window, battery tube threads, scratched lcd window and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.